Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary (B) (4) when additional reportable information becomes available. (B) (4) corneal epithelial disorder. (B) (4). (B) (4).

Event description:
Adverse event: corneal epithelial defect. The customer reported patients presenting with epithelial defects and pain at the 1-day post-op exam. The nurse stated that the surgeon suspect the pvp contained within the custom paks maybe the cause. The nurse stated there have been no long term adverse effects to any of the patients. Additional follow-up information has been requested.